Event description:
As reported, button # 1 of a 5f mynx control vascular closure device (vcd) wasn't pressed. The vcd was prepared and used in accordance with the instructions for use (IFU). Another mynx control was used to obtain hemostasis. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The vcd was used in a diagnostic neurology procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 5f non-cordis sheath. The device was used in the common femoral artery. There was no vessel tortuosity. There was no damage noted to the button. The button could not be depressed at all. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device after removal. The device is being returned for evaluation. Addendum from product evaluation: the sealant showed swelling due to a possible premature blood exposure, resulting in a protrusion of the sealant to the distal end of the sealant sleeves ending in a premature exposure.

Manufacturer narrative:
As reported, button # 1 of a 5f mynx control vascular closure device (vcd) wasn't pressed. The vcd was prepared and used in accordance with the instructions for use (IFU). Another mynx control was used to obtain hemostasis. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The vcd was used in a diagnostic neurology procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 5f non-cordis sheath. The device was used in the common femoral artery. There was no vessel tortuosity. There was no damage noted to the button. The button could not be depressed at all. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device after removal. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, and the sealant remained in the manufactured position. However, the condition of the sealant showed swelling due to a possible premature blood exposure which resulted in a protrusion of the sealant to the distal end of the sealant sleeves, causing a premature exposure. Additionally, the sealant outer sleeve assembly did not show evidence of any damaged condition as received. No secondary damages or anomalies were observed with the returned device from the condition reported in this complaint. The syringe was returned separated from the device, and the procedural sheath was not returned. A functional test was executed to analyze the condition of the button 1 mechanism. The device showed that the mechanism was working as intended after buttons 1 and 2 were fully depressing. Visual inspection at high magnification showed that the sealant outer sleeve assembly was not damaged and the sealant was observed to be in manufactured position. Nevertheless, the swollen condition due to blood exposure resulted in a premature exposure of the sealant. The product history record (phr) review of lot f2224903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿button #1-frozen/locked¿ was not confirmed through analysis of the returned device since it passed functional analysis. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the swollen sealant protruding from the distal end of the sealant sleeves, resulting in a premature exposure. However, the exact cause of the issue experienced by the customer and the premature exposure of the sealant could not be determined during analysis. Based on the information available for review, it is difficult to determine what factors may have contributed to frozen/locked button 1 experienced. However, handling factors (even though the tension indicator was reported to have been aligned with the markers before attempting to deploy the sealant) are possible. Additionally, procedural factors likely resulted in the swelling of the sealant, and the subsequent premature exposure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.